Event description:
Hcp reports the patient was seeing a physician for pt's pump. The patient began to experience nausea and vomiting and it was determined the medication flow was obstructed by a kink in the catheter. The kink was "corrected" by the doctor. The patient is reported to be doing well after the catheter adjustment with no further symptoms of nausea and vomiting.